Event description:
It as reported that the wound dehiscence has resolved, intervention in the form of medication was taken. No other relevant information has been received to date.

Event description:
Additional information was received indicating that the wound dehiscence was attributed to the vns implant surgery. No additional relevant information has been received to date.

Event description:
The patient recently underwent vns reimplant due to infection. The patient later underwent additional surgery due to dehiscence of the vns wound. No vns devices were removed at this surgery, but the surgeon indicated that this may be required in the future. Device history record was reviewed. Both the generator and lead were sterilized prior to distribution, and no unresolved nonconformances were identified. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.